Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device had punctured the right fallopian tube") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal pain ("right side pain") and nausea ("nausea"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2013. At the time of the report, the fallopian tube perforation, genital haemorrhage, alopecia, fatigue, weight increased, abdominal pain and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, fallopian tube perforation, fatigue, genital haemorrhage, nausea and weight increased to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device had punctured the right fallopian tube") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure (batch no. 689828) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression and blood pressure high. Previously administered products included for an unreported indication: ortho nova. Concomitant products included lorazepam. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pelvic pain female"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("right side pain"), fatigue ("fatigue"), nausea ("nausea"), allergy to metals ("nickel hypersensitivity"), migraine ("migraines / headaches") and anaemia ("anemia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, genital haemorrhage, abdominal pain, alopecia, fatigue, weight increased, nausea, mood swings, vaginal haemorrhage, allergy to metals, migraine and anaemia outcome was unknown, the menorrhagia and dyspareunia had resolved and the dysmenorrhoea and pelvic pain was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion & removal dates insertion date: (B)(6) 2010 & 2012. Removal date : (B)(6) 2013 & (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2019: plaintiff fact sheet received. Events: mood swings, vaginal bleeding, menorrhagia, nickel hypersensitivity, migraines, anemia, dysmenorrhea, dyspareunia, fatigue, pelvic pain, weight gain, hair loss were added. Lot number added. Outcome, medical history , concomitant & historical conditions , product, patient & reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device had punctured the right fallopian tube") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure (batch no. 689828- invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitorring procedure not perform". The patient's medical history included anxiety, depression and blood pressure high. Previously administered products included for an unreported indication: ortho nova. Concomitant products included lorazepam. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: mood swings(worsened)"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pelvic pain"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced anaemia ("anemia"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("right side pain"), nausea ("nausea") and allergy to metals ("nickel hypersensitivity"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, genital haemorrhage, abdominal pain, alopecia, fatigue, weight increased, nausea, mood swings, vaginal haemorrhage, allergy to metals, migraine and anaemia outcome was unknown, the menorrhagia and dyspareunia had resolved and the dysmenorrhoea and pelvic pain was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion & removal dates insertion date: (B)(6) 2010 & 2012. Removal date : (B)(6) 2013 & (B)(6) 2014 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-feb-2019: ¿update of information (batch is invalid)¿. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device had punctured the right fallopian tube") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal pain ("right side pain") and nausea ("nausea"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2013. At the time of the report, the fallopian tube perforation, genital haemorrhage, alopecia, fatigue, weight increased, abdominal pain and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, fallopian tube perforation, fatigue, genital haemorrhage, nausea and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device had punctured the right fallopian tube") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("right side pain"), alopecia ("hair loss"), fatigue ("fatigue"), weight increased ("weight gain") and nausea ("nausea"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2013. At the time of the report, the fallopian tube perforation, genital haemorrhage, abdominal pain, alopecia, fatigue, weight increased and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, fallopian tube perforation, fatigue, genital haemorrhage, nausea and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2018: update of quality safety evaluation of ptc ( FDA code). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.